Manufacturer narrative:
The technician found the release arm assembly in the right foot siderail was missing. He replaced the release arm to repair the bed.

Event description:
Alleged the siderail would not latch.